Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was corrosion inside of the battery compartment. A leak test was performed and no leaks were found. The pump case was removed and there was evidence of moisture found throughout the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.